Manufacturer narrative:
Have had no further info or reports from customer other than the resident is back at the nursing home. Sent a replacement chair seat to customer.

Event description:
Customer said they had a crack in the chair seat cover. They had not noticed it because it was covered with a pad. While transferring the resident from the chair, the resident suffered a skin tear.